Event description:
Multiple patient complaints of lot (#4471010) of leaking cadd-prizm tubing (ref# 21-7361-24). This tubing is leaking at the junction between the flexible tubing and the hard plastic luer at the distal end that connects to a persons injection cap. Another patient reported the hard plastic luer connector at the distal end (connects to her injection cap) had completely detached from the flexible tubing during an infusion. Reference report: mw5157548.